Event description:
Customer reported a malfunction with their pump, which displayed malfunction code malf 0 and fault ID 0x219f. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. They confirmed the shipping address and arranged for a replacement pump to be sent, instructing the customer on storage mode procedures before returning the faulty pump. Customer was informed of steps to take upon receiving the new pump and was provided with a pre-paid label for returning the defective pump within 10 days.